Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the 2012 error in the error log. During the site visit, the fss checked the system and the issue was unconfirmed. The fss checked and reconnected the cable, tested and calibrated the system and the system meets all amo specifications. This issue occurred temporarily. The fss performed a field service checklist. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a 2012 error occurred with a phacoemulsification machine during next surgery stand by. The system was rebooted and the issue was resolved. Surgery was no problem. There was no patient involvement reported and no patient treatments delayed or cancelled.